Event description:
It was reported that the customer experienced a low blood glucose (bg) level which displayed as "low"; however, no specific value was provided. Cause of bg was unknown. Customer required assistance from paramedics to provide glucose tablets to address bg;. Customer reverted to an alternate method of insulin therapy.